Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/24/2017, that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was returned but does not reflect the full investigation window. The reported event of a loss of connection could not be confirmed via data. A root cause could not be determined.